Manufacturer narrative:
H2: correction in h3. H3: the test tractor drive assembly was analyzed and there was no issues with the device (b01,c19,d14) the motion controller was also analyzed and it was noted that they were unable to confirm reported complaint. The motion calibration passed. The system initialized. Generator, communication, motion and charging readied. 2d and 3d imaging was successful. However, the gantry motion control failed under test on 6 july 2021. The system was unable to initialize. (B01, c02, d02) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the gantry door will not open more than a inch. There was no patient present when this issue occurred.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and the tractor drive and gantry motion controller were replaced. The system passed all tests and was performing as intended. Codes b01, c07 and d02 are applicable. D9/h2/h3/h6: the tractor drive and gantry motion controller were returned however analysis has not completed at this time. Codes b21, c21 and d16 are applicable d10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: rev. 2 : s/n: (B)(6) product ID: bi71000442, serial/lot#: rev. 3 : s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.